Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal cover had detached from the duodenovideoscope and fell into the duodenum. The issue was identified during sedation while the device was inside of the patient and resulted in a procedural delay. The endoscopic retrograde cholangiopancreatography diagnostic procedure was successfully completed using a similar olympus device. There were no reports of patient harm.